Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device corrections: b1 - adverse event/product problem: product problem removed.

Event description:
Patient site ID: (B)(6). It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to an 8f sheath and the tavi procedure was completed. The sutures of the two prostyle devices achieved hemostasis; however, a non-abbott device was used in combination with the prostyle devices. The procedure was performed on (B)(6) 2025. The following day, (B)(6) 2025, the plan was to discharge the patient from the hospital; however, the right groin access site started bleeding excessively. Manual compression was applied, and the patient required a blood transfusion. Additionally, the patient required additional hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.